Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the excel 36khz straight handpiece each1 (c2602) emitted a vibration alert and the amplitude went to10%. The facility has not reported if there was patient involvement, injury or surgical delay related to this event.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. Cusa excel 36khz straight handpiece (c2602) ¿ was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.